Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch. The customer reported that the air vent of the lightproof plum set leaked during infusion of 5-fu chemotherapy on a patient. The nurse dispensed the drug at 11:00 and the amount of leakage was observed to be small. After wiping away the leak, the air vent still continued to leak. Although it is unlikely, the customer did not indicate if there was any unprotected exposure to the clinician (or any other person) during the event. The patient did not come into contact with the leaking chemotherapy drug and there was no harm reported.